Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an empty cartridge alarm occurred. Reportedly, the cartridge was filled in the morning. The customer's blood glucose level was 96 mg/dl. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information was provided.